Event description:
Medical nutrition was connected via IV fat emulsion pump set to a venous catheter and applied IV by lifecare pump. Reporters opinion on relationship: misuse of device caused pt's death and the responsible nurse committed suicide.